Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, there was a problem with the measured parameters on the analyzer. No further information was provided. The status of the analyzer was not known. No patient complications have been reported as a result of this event.